Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, constant critical pump error (open book image) was noted proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted on: pcba 1, keypad flex connector gold traces, and force sensor gold traces. Isolate to electronic stack. Unit also received with: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay, and scratched case in summary, customer concern for cosmetic damage at battery compartment was confirmed. Unexpected open book image noted. Open book image due to corroded electronic assemblies. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed experienced crack in pump case, along the battery compartment.the event involved products mmt-1886. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1886 was returned for analysis.